Manufacturer narrative:
The returned device was evaluated, and it was confirmed that the device has a defective board component. This causes the device to power off and trigger a 12-beep watchdog alarm.

Event description:
The customer reported that the device power turns on at first but turns off on its own over time. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device power turns on at first but turns off on its own over time. There was no patient impact or consequence reported.